Manufacturer narrative:
Additional information received indicates that reason for the pump exchange was suspected thrombus. The patient presented to the hospital with a controller that was overheating. Log files were sent. An echocardiogram and CT scan were performed. Results were not provided. The patient is reported to be doing very well since the exchange. Investigation is ongoing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital for pump exchange. The patient received "standard inr treatment" and the pump was exchanged on (B)(6) 2015. Investigation is ongoing.

Manufacturer narrative:
With follow up investigation it was reported that there was no evidence of thrombus with echocardiogram, CT or relevant lab findings and it is not known if there was thrombus within the system upon explant. No further information is available. It was reported that the pump would not be returned to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed only 1 power disconnect alarm logged more than one week prior to the reported event date. Pump parameters were all within normal operation range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the log files and device history records, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting related parameters and alarms and guidelines for optimal patient management including therapeutic anticoagulation guidelines. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the reported suspected thrombus or root cause. Although a definitive root cause cannot be determined, clinical status and comorbidities are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.